Event description:
Report received of an over-delivery of dilaudid possibly related to pt tampering. It was reported that a sicke cell pt was receiving management therapy with dilaudid. According to reports, a 100ml bag of dilaudid was hung at 1:30pm to deliver at a rate of 1.5ml/hr. The concentration of the dilaudid was not reported. The nurse reported that she cleared the pump of an unspecified volume at 3:00pm, and that at 4:00pm there appeared to be 50ml remaining in the bag. It was reported that at 7:30pm after 4.5 hours of infusion, the pump display read that 6.1ml had been infused, but that it appeared that only 20ml was left in the bag. The pump was removed from the pt and the volume remaining in the bag was actually measured as 30ml. The pt was reported to be alert and speech was clear. The pt was resumed on the dilaudid infusion with a different pump and infusion bag. There was no reported adverse pt event. It was reported that the hosp staff feels there is an event. It was reported that the hosp staff feels there is a "strong possibility of pt tampering". The pump is being sequestered by the hosp risk management dept. Though requested there was no further info available.